Event description:
Allegedly revised due to loose acetabular cup. Revision surgery (B)(6) 2012. Original surgery in (B)(6) hospital.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. (B)(6). This report will be updated when the investigation is complete. This event occurred in (B)(6).